Event description:
Customer reported a cartridge change error with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer on several troubleshooting steps, including inspecting the o-ring and cleaning the pneumatic tap area. Initially, the customer was unable to load the cartridge successfully. However, with assistance from technical support, the customer was eventually able to fill and load a new cartridge, complete the load process, and resume insulin delivery.